Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21482. It was reported prior to testing the patient's (B)(6) leads intra-operatively, it was noticed that the patient's oxygen levels dropped and the patient became unresponsive and hypersensitive. The physician pulled the patient's leads out, turned the patient to a supine position and revived the patient. The patient was monitored in an intensive care unit and is stable.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.